Event description:
Pt was revised to address recurrent dislocation. Report indicates that the acetabular component was loose and malpositioned. Poly wear of the liner and osteolysis were noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible, as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. MFR considers the investigation closed.